Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during sixth inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Bsc aware date corrected from 2/10/2020 to 02/08/2020. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 11mm long starting from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 11mm long starting from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during sixth inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during sixth inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was stable.